Event description:
Customer reported a burning smell coming from the base of the system. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable. System operates as intended. (B) (4).